Event description:
It was originally reported that the patient experienced increased pain in her normal areas after recharging. She has a hypersensitivity to magnetic fields and only has issues after recharging. The company representative later confirmed that the ins was replaced with a non-rechargeable and the patient was doing fine. She has an increased sensitivity to magnetic field which she failed to inform the doctor about prior to implant.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).